Event description:
During attempted removal of the iab from the patient's femoral artery, difficulty was encountered. A small incision was required to enable the physician to remove it. There were no patient complications.